Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission, episodes of non-sustained rv oversensing, out-of-range rv cap confirm measurements and a steep drop in rv sensing were observed due to lead dislodgement. Lead was repositioned. Later, episode of vf due to double counting was noted via merlin.net. Patient received inappropriate antitachycardia pacing. Lead was found dislodged for a second time. The lead was removed and replaced. There were no complications or issues with patient.

Manufacturer narrative:
A partial lead with the lead tip measuring 46.5cm was returned for analysis. The portion of the lead that was returned was normal.